Event description:
Patient has high impedance observed. Xrays were taken and sent for review. Ap and lateral chest and neck x-rays were reviewed. Connector pin is observed past the second connector block. The lead was observed to be routed behind the generator. In the portions of the lead visible, a gross lead fracture was observed. No additional relevant information has been received to date.

Event description:
Lead pin reinsertion was attempted and the high impedance did not resolve. Patient is scheduled for a full revision. No known surgery has occurred to date. No additional relevant information has been received.